Manufacturer narrative:
The device is indicated in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).

Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the patient the capsule fell off. No injury to the patient was reported.